Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the doctor went back with scope, the capsule did not attach and was found in the back of the throat. The patient was not injured following the procedure.